Event description:
It was reported that patient's right ventricular (rv) lead exhibited loss of capture. The lead was made inactive and new leadless device was implanted on (b)(3) 2023. There were no patient consequences.